Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during a routine follow up, this right ventricular (rv) exhibited high out of range (oor) shock impedance. The physician suspected a possible conductor fracture as root cause of the intermittent oor measurements. As the battery life of the associated device was at seven months remaining, the physician elected to exchange the device, at which time a new rv lead would be implanted. No additional adverse patient effects were reported at that time; however it was noted the new system was not post implant defibrillation tested due to overall poor patient conditions. The new lead was confirmed to have acceptable thresholds, sensing and pacing impedance measurements and no return of any explanted products were expected due to disposal. The field representative later elaborated regarding the patients previous health concerns stating there had been several sudden ventricular fibrillation (vf) episodes cardioverted by device, within the month prior to the revision procedure, as well as, an external shock required during the revision, due to a sudden vf episode. In the evening following the replacement procedure and while still hospitalized, the patient exhibited another vf episodes and passed away. It was stated the final episode was unable to be converted via the newly implanted device nor the delivery of additional external shocks.